Event description:
Customer states persistent underfilling issues. The use of a syringe for blue tops is the common process, and customer has discussed the workflow with their phlebotomists. Straights occasionally underfill, but seem to do better. Butterflies even with a discard are majority underfilling. Phlebotomists hold the tube in the holder with their thumb until the tube is completely filled.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 41pcs 454331/b231137g and 45pcs 454323/b230936j for evaluation. Received customer pictures. We have no further complaints on either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. No visual deviations were noted for any of the returned samples. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No underfilling was observed for the returned 454331/b231137g samples. Therefore, this portion of the complaint is not duplicated. Some customer returned samples of 454323/b230936j filled slightly lower than the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. Furthermore, there is no indication of deviations during the manufacturing process. We cannot know how the product has been handled/stored/transported since it left gbo. Therefore, this portion of the complaint cannot be determined. Corrected and additional data : h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.